Event description:
Patient diagnosed with st-elevated myocardial infarction. Patient underwent emergent cardiac catheterization with access via right femoral artery. Documentation indicates "coronary angiography to the left system was performed using a 6-french ebu 3.5 guide catheter with great difficulty to corevalve." Distal lad 100%. Percutaneous coronary intervention (pci) proceeded mid-to-distal lad segment with drug eluding stent. Documentation indicates that after the pci the guide catheter was intractable within the corevalve. Documentation also indicates that multiple attempts were not able to withdraw the catheter from the left main and these attempts resulted in catheter-induces extensive dissection down the left main and lad. Documentation further reflects that an intraaortic balloon was advanced via left femoral artery and 1:1 balloon augmentation initiated. Documentation indicates that the patient was informed the guide catheter was not able to be withdrawn after multiple attempts to do so. Patient was also informed that she had extensive dissection down the lad and left circumflex and requires urgent surgery. Patient was agreeable to be transferred to another facility for open heart surgery and removal of catheter. This reporting facility later learned that the patient subsequently refused to consent to open heart surgery upon transfer to the other facility and expired.